Manufacturer narrative:
The device was evaluated by olympus and the reported issue was confirmed. The issue of no image/intermittent image was due to a printed-circuit board failure. The bezel had a crack in the lower right corner. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use for a therapeutic procedure, the high-definition liquid crystal display monitor presented no image intermittently, which appeared to have been a power supply issue. The intended procedure was completed with another tower and no surgical delay. No other devices were replaced. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was cut off due to a printed-circuit board failure. The cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.